Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The service engineer confirmed the internal battery bracket pinched wire and the internal battery will require replacement. Service engineer replaced internal battery and fix the reported issue.

Event description:
The service engineer found wire on internal damaged. It is unknown if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.